Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient fell asleep whilst wearing his glasses on (B)(6) 2014, with access to sound. The next morning, the patient had no access to sound. A trauma has been denied, but a cut was noticed above the ear.